Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colon surgery, on bowel resectomy, the device was unable to fire successfully. They changed to a new reload to complete the case. There was no patient injury.